Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) found ou broken power cord, physical damage. Fse replaced d012-00-1688-01 reel, ac power cord, domestic to resolve the issue. Fse performed full pm and then fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by hospital personnel , the cardiosave intra-aortic balloon pump (iabp) broken power cord, physical damage abuse. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).